Manufacturer narrative:
The investigation has determined that a higher than expected vitros tsh result was obtained from a sample from a single patient when tested on a vitros xt7600 integrated system using a vitros tsh reagent lot. A definitive assignable cause for the discordant higher than expected vitros tsh result could not be determined with the information provided. Based on quality control performance, a vitros tsh performance issue is not a likely contributor to the event as both biorad and vitros qc fluids were predicting as expected. Additionally, an issue with the vitros xt7600 immunodiagnostic system is an unlikely contributor to the event as precision testing performed was within ortho guidelines. However, as this testing was not performed at the time of the event, unexpected instrument performance cannot be completely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A possible contributor to this event could be the handling and storage of the patient sample between testing events. The sample that produced the higher than expected result using vitros tsh reagent lot 6830 was not taken from the same sample tube as the lot 6780 test, but was taken from the original blood collection tube after standing on the clot for over four (4) hours. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6830. Email address for contact office above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros tsh result was obtained from a sample from a single patient when tested on a vitros xt7600 integrated system using a vitros tsh reagent lot. Patient result of 1.63 miu/l versus the expected result of 1.10 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer confirmed that the higher than expected vitros tsh result was not reported from the laboratory to a physician and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).